Manufacturer narrative:
Block b3: exact date unknown, event occurred a few years ago from the date the manufacturer was made aware. D6b: explant date: few years ago, from the aware date. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the device did not help the patient. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.